Event description:
It was reported that the patient experienced palpitations and chest discomfort after receiving an inappropriate shock for supra ventricular tachycardia (svt) detected as ventricular fibrillation (vf). Reprogramming was done and later the patient underwent an ablation. Defibrillation threshold testing (dft) was conducted. Vf did not terminate at 30 jouies or 40 joules and was terminated with an external defibrillator. The physician decided to reposition the extravascular (ev) lead and the extravascular implantable cardioverter defibrillator (ev-ICD). The ev lead and the ev-ICD was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.